Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had their device removed a week ago. The patient still has the old battery charging system and handset, and was wondering if a manufacturer representative (rep) will take them from the doctor's office in order to recycle them. The patient was also wondering if there was an address to send the charging system to in order to properly dispose of them. Additional information was received from the patient. It was reported that they called back and stated they needed their handset wiped. The patient was warm transferred to mobility.